Event description:
The complainant reported a 79 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. An access site bleed developed after removal of peel away sheath and advancement of repositioning sheath. The bleed could not be controlled with manual pressure, therefore, the pump was removed and vascular surgery was required to repair/close the site.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the bleeding was most likely a lack of vessel recoil onto the sheath. The failure mode will be monitored and trended.